Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, the iol loaded through a cartridge and the haptic was amputated, the optic had a crack in the center of lens. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a non-qualified cartridge. The company lens, 29.0 diopter lens is only qualified for use with the company cartridge. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported lens damage is most likely related to a failure to follow the instruction for use (IFU). A non-qualified lens/cartridge combination was used. The company, 29.0 diopter lens is only qualified for use with the company cartridge. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).